Event description:
Healthcare professional reported "left side deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date provided as "2008". Field is empty as 1/jan/2008 would be before the manufacturing date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.